Manufacturer narrative:
(B)(4). G2 foreign - czech republic. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the saw stops while being used. No patient involvement. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, h11. Corrected information: d4 UDI number; h4 manufacturing date. Review of the most recent repair record identified no repairs related to the reported event. No problem found. This is a limited investigation; a review of the manufacturing records, a complaint history review, risk management file review, and a product hold/recall search will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. A definitive root cause cannot be determined as the device operated within specifications. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.

Event description:
No further event information available at the time of this report.